Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment was performed by the customer when the issue occurred, and the procedure was completed as planned by using another system. The philips field service engineer (fse) inspected the system on site and confirmed that the psc (service application) was not working. Upon troubleshooting, fse found that service application (psc) installed on the suite pc was malfunctioning and could not be reinstalled. To resolve the issue, fse replaced the suite pc and reinstalled the software. The defective suite pc was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system does not move past the philips logo. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.